Event description:
It was reported to boston scientific corporation that a jagtome rx 44 device was used in the biliary duct during a procedure to access the bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, when they took out the jagtome, the tip look tattered and the device was not used. The procedure was successfully completed with another jagtome rx 44 there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." This event has been deemed a reportable event based on the investigation results; tip detached/separated - core wire exposed.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Investigation results of distal tip detached. Investigation results. A visual examination of the returned jagwire found the distal tip section detached, exposing the core wire tip. Additionally, presence of adhesive remnants was found indicating that the distal tip was properly attached to the corewire. No evidence of corewire fracture and the ptfe jacket did not present any anomaly. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.